Manufacturer narrative:
(B)(4). Review of lot f1716504 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a patient, immediately following a mynxgrip vascular closure device (vcd) deployment, experienced a major hematoma (size unknown). Multiple sheath exchanges were required; however, a sheath greater than 7f was not used. The puncture site was not located high nor low. The patient was discharged the same day as originally scheduled. No further information is known at this time. The vcd used in the procedure was thrown away by the user, therefore, will not be returned for analysis.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient, immediately following a mynxgrip vascular closure device (vcd) deployment, experienced a major hematoma (size unknown). Multiple sheath exchanges were required; however, a sheath greater than 7f was not used. The puncture site was not located high nor low. The patient was discharged the same day as originally scheduled. No further information is known at this time. The vcd used in the procedure was thrown away by the user, therefore, will not be returned for analysis. A review of the manufacturing documentation associated with lot f1716504 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the hematoma reported. According to the product instruction for use, prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective and preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.